Manufacturer narrative:
A follow-up report will be submitted upon completion of this investigation.

Event description:
A complaint was received where it was reported that the staff found that the isolette 8000 incubator was suddenly powered off during use. After discovering the problem, immediately use the spare instrument to continue the treatment. Though no adverse patient impact was reported, an unexpected shutdown of the incubator resulting in the baby being transferred to a new device indicates a possible interruption/delay of therapy. Additionally it was stated that the device was powered off and after a period of time, powered on again with no issues.